Event description:
The original date the catheter was implanted was in july of 1996. The pt expereinced pain several weeks post-operatively. The surgeon performed a re-operation and discovered the catheter was sliced. A new catheter was inserted at that time. The hosp has reported that the pt's status is satisfactory.